Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the lvad was producing consistent low flow alarms even after speed was decreased to 4800 rpm from 5000 rpm. The low flow alarms were thought to be related to a small left ventricle (lv) size and suboptimal vad placement. An echo cardiogram revealed a small lv and a CT of the chest without contrast showed that the inflow cannula of the lvad was positioned anteriorly and facing the interventricular septum. The patient was scheduled to be admitted to the hospital for cta with contrast and to continue transplant evaluation. As of (B)(6) 2018, no medical or surgical intervention had been performed. A decision on intervention would be made post cta with contrast. The patient was reported to be asymptomatic. No additional information was provided.